Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan h3: product analysis of product # 9560524, lot#my18h001 it was observed that the threads of the handle screw were deformed and that the joint was worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a spinal product that was used in an unknown spinal therapy. It was reported that the gasket is broken. There is no patient involved in the event and no further complications or symptoms were reported. Additional information received from manufacturer representative that the event happened during normal usage of device and not a manufacturing issue.